Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while using a renasys go, the pump started reading "low suction". After troubleshooting and changing dressing and cannisters the problem persisted. It is unknown whether the event happened during surgery and if there was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.